Event description:
Information received with return of the explanted device notes that the device "died" upon telemetry/programming, leaving the patient asystolic. Telemetry failed after the device "died."